Event description:
It was reported that ¿one of the pillar implant came a little bit out after a couple of month.¿ the product is still implanted at this time.

Manufacturer narrative:
(B)(4). The product remains implanted and has not been returned. Method: no testing methods performed

Manufacturer narrative:
Correction: the event date (when the patient reported that the device was protruding) is unknown. Additional information was received from the rep: the doctor plans to remove the implant. Explant date is not known. The patient is doing well. The product will not be returned. The implant date was (B)(6) 2014. The product will not be returned. The facility has not reported the event to the FDA. The complainant's email address was provided. The additional information was received on 2015-02-17. The device cannot be analyzed because it will not be returned. This was the initial use of the device.

Event description:
Additional information was received from the rep: the doctor plans to remove the implant. Explant date is not known. The patient is doing well. The product will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.